Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the top half of his pump display is completely blank, but the bottom half of the display is still readable. No adverse event alleged. A request was made for the return of the device.